Event description:
Resident was in bed with both siderails in "up" position. Nursing assistant heard a noise and went into resident's room. Resident was lying on the floor with left arm stuck between the matress frame and siderail; resident was sent to hospital and received treatment for broken arm. Siderail was evaluated in "up" position - siderail lock is in working orderdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: storage/shipment, none or unknown, other. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, invalid data. Invalid data - on device destroyed/disposed of status.